Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non-dehp soln sets leaked from the drip chamber down the line. This was was identified during patient therapy with total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device and a companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage and priming were performed on both samples and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.